Manufacturer narrative:
Additional information received has clarified that the metallic shavings noted during surgery were successfully removed from the patient's eye during the same procedure with no harm to the patient and with no treatment required. With this additional clarification, this event is now not reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a cystitome was used during surgery at which time metallic shavings were noted in the incision site. Successful removal of the shavings and patient impact information is unknown. Additional information has been requested.